Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening. (B)(4).

Event description:
Information was received from a basic evaluation trial patient. The patient reported that the wire moved but was still connected. It was indicated that the issue was not resolved at the time of report. No patient symptoms or further complications were reported or were expected.

Manufacturer narrative:
Continuation of medical product: product ID: 305901, lot# 51022247, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient never reported this event to their office, but that the test wire was removed.